Event description:
It was reported a pump module had an over infusion. There was patient involvement however no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: date of event, describe event or problem, returned to manufacturer on, concomitant med prod data. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer?. Annex a: a1801. Annex g: g04037, g02017. Annex b: b01, b14. Annex c: c0601. Annex d: d15. H3 other text : see manufacturer narrative.

Event description:
It was reported a pump module had an over infusion involving cisatricurium continuous infusion intended to run at 1.56ml/hr. Over 4 hours. The volume to be infused was 6.24ml. The medication was contained in a "25 ml syringe with a concentration of 1mg/ml" infusing through pump module using bd syringe adapter tubing. The infusion was reportedly programmed through interoperability. It was reported that at 0200, the syringe had roughly 10ml left and was going at a rate of 1.56 ml/hr. Expecting about 7.8 ml to be infused." It was reported that when "potential error/malfunction was caught at approximately 0730, syringe was completely empty with air in the line all the way to the patient." It was reported that the clinician did not observe any ¿air in line¿ alarms on the pump. There was patient involvement however no patient harm.